Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 11/02/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform ran without any problems, however after three compressions, the platform shut down and the display went black. The platform restarted on its own and the same event occurred again after three compressions. The customer had to revert to manual CPR. Once the medic returned to the station the autopulse platform was tested with a mannequin in which a user advisory (ua) 45 (not at "home" position after power-on/restart) displayed. The customer tried to reseat the lifeband to clear the user advisory 45, however the lifeband did not retract. They were unable to clear the ua 45. Also the lifeband would not retract. No further information provided.

Manufacturer narrative:
The lifeband ((B)(4)) was returned to zoll for investigation. Upon receipt, visual evaluation was performed. The lifeband was received not on its original packaging. The lifeband was broken apart into 3 different pieces (attached picture) . The pads were received dirty and creases on the surface . With the condition of the unit as received, the functional testing of the life band could not be performed. Note, the autopulse lifeband is being 100% inspected under (B)(4).